Manufacturer narrative:
(B)(4). The ge service rep re-loaded the software and found the software with the system to be defective. He then loaded version 14 to the system and it worked as intended. He also disabled the table power switch by the power control pcb jumper. The system is now functioning.

Event description:
The customer reported that the system intermittently gave a communication errors. Each time the system was re-booted, it ran fine.